Event description:
Patient received an appropriate shock during vf. Post shock sinus rhythm was 40 bpm. The patient fell and hit their head. The patient has a black eye with an open wound. The hospital stitched up and provided care for the open wound. Outcome of the injury is unknown.